Event description:
Infusion pump with a triple alarm failure code. The hospital representative stated they have no record of any patient incident involvoing the pump since the last baxter service event. No additional contact information was provided.